Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: on (B)(6) 2012, a patient underwent surgery for a bilateral distal femur fracture. The less invasive stabilization system (liss) was used. The pin track wound became infected. The plate and screw was removed and replaced with the ex-fix during a revision surgery on an unknown date. The patient was treated with antibiotics. The patient passed away on an unknown date in the (B)(6) 2013. It was reported that the multi organ impairment was not directly related to sepsis, but due to pre injury medical comorbidities, morbid obesity, and restriction to bed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.